Event description:
Patient reported "silicone implant exploded" and "pain". Later, healthcare professional reported "prosthetic capsule was excised (contracture grade unknown)", "possibility of prosthesis perforation, cystic lesion formation, [and] lymph node reaction (lymphadenopathy)". This record is for the left side. Device was explanted and replaced with a non-abbvie device. Capsulectomy performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6 laboratory analysis summary: the device related to the reported event rupture, lymphadenopathy, cyst(s) and capsular contracture was received on october 07, 2025 with lot number 3145141. Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Cyst(s): unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade IV. Additional, changed, and/or corrected data: b.5., h.11.

Event description:
Patient reported "silicone implant exploded" and "pain". Later, healthcare professional reported "prosthetic capsule was excised (contracture grade unknown)", "possibility of prosthesis perforation, cystic lesion formation, [and] lymph node reaction (lymphadenopathy)". This record is for the left side. Device was explanted and replaced with a non-abbvie device. Capsulectomy performed.

Event description:
Patient reported "silicone implant exploded" and "pain". Later, healthcare professional reported "prosthetic capsule was excised (contracture grade unknown)", "possibility of prosthesis perforation, cystic lesion formation, [and] lymph node reaction (lymphadenopathy)". This record is for the left side. Device was explanted and replaced with a non-abbvie device. Capsulectomy performed.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "silicone implant exploded", "prosthetic capsule was excised (contracture grade unknown)", "possibility of prosthesis perforation, cystic lesion formation, [and] lymph node reaction (lymphadenopathy)". The reported events of capsular contracture grade unknown and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.